Event description:
A caller reported experiencing a cgm error. There was no adverse impact to the customer¿s blood glucose level reported. Technical support guided the caller through a pump reset, after which the cgm error was resolved, and the customer was able to start a new sensor session successfully.